Manufacturer narrative:
The company representative inspected the error log and confirmed the reported event of "electrical test failure code #52 (drive transducer offset failure)". Upon further inspection, there were several other alarms logged such as: "electrical test failure code #61 (comm hc11 rom test)", check catheter, leak in circuit, blood detected, low vacuum alarms ending in system failure. The company rep replaced the blood detect tubing (part numb 0008-00-0312) and the transducer block assembly (part numb 0104-00-0021). After the repair, the iabp was calibrated and tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated electrical test failure code# 52 (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported. As per (B)(4) received on (B)(4) 2012, event desc: datascope iabp (model cs-100) system failure alarm went off. Unable to reset and resume pumping. Replaced it with new iabp machine. Rep contacted to investigate the incident. Details for quality report provided to her over phone. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.